Event description:
It was reported that the reservoir compartment was cracked, causing the o-ring to come out. The customer stated that she went to change the reservoir, put the reservoir in the compartment, and that was when a piece cracked off. The blood glucose reading was 97 mg/dl. She stated that the o-ring was split. She stated that the device had neither been dropped nor bumped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.